Manufacturer narrative:
No report of patient involvement. (B)(4). The hospital reported that the flow sensor diaphragm was replaced to resolve the reported complaint. No report of patient involvement. (B)(4). The hospital reported that the flow sensor diaphragm was replaced to resolve the reported complaint.

Event description:
The hospital reported that, during the preoperative checkout, the flow sensor diaphragm was noted to be stuck to the top of the flow sensor housing. There was no report of patient involvement.